Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after experiencing a notifier. Upon reviewing the stored electrogram, the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing caused due to post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention was performed.

Event description:
New information received on (B)(4), 2018 states that when an asymptomatic patient presented in clinic for a follow up visit, post-paced t-wave oversensing was observed on the ventricular channel. The patient did not receive therapy during the oversensing. Programming changes and testings were recommended. No further information available.

Manufacturer narrative:
Correction: patient's weight should have been (B)(6) lbs. Rather than (B)(6) lbs.